Manufacturer narrative:
Manufacturing records will be reviewed. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: during use on patient the catheter inserted down calcified rca and tip broke off and remained in the vessel. Multiple attempts have been made to obtain additional information have been unsuccessful.

Manufacturer narrative:
One-unit of turnpike lp was returned for evaluation. A manufacturing record review was completed and no related nonconformances were found therefore, supporting the device met material, assembly and performance specifications. Blood particulates were found on the hub. No tip or shaft damages were observed on the catheter. Length, o.d at the proximal shaft, o.d at the distal shaft, and tip length were measured and found catheter met specification per drawing. No other damages observed. Case details were reviewed. The event description states that the tip broke when inserted down a calcified rca. A returned product evaluation was completed. No tip damage or separation was observed. No other shaft damages along the length of the catheter were noted. Additional information was requested on the procedure. No response was received. Additional clarification was requested on the returned device as no damages were noted. Account responded stating that device returned was a faulty unit. Based on the information and returned product evaluation, the most likely root cause of the issue is undeterminable. No product failure was noted with the turnpike lp.